Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800 f vena cava filter allegedly experienced detachment of device component. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, two patients ranged from 31-73 years. Of the reported patients, one was male and two were female. One patient¿s weight was reported as 98kgs, the remaining patient information was not reported.

Manufacturer narrative:
H10: the lot number for two of the three malfunctions were provided and a lot history review was performed, the lot number for the third malfunction is unknown. The devices have not been returned for evaluation, however medical records were received for each malfunction. The investigation for all three malfunctions is confirmed for detachment of device component. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800 f vena cava filter allegedly experienced detachment of device component. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, two patients ranged from 31-73 years. Of the reported patients, one was male and two were female. One patient¿s weight was reported as (B)(6) kgs., the remaining patient information was not reported.